Event description:
The instrument was used during a laparosocpically assited vaginal hysterectomy. It was reported on the third or fourth firing the stapler would not staple or cut. Another device was used and the procedure was completed. No buttressing material was used. There was no consequence to the pt. The instrument was from an ft050. Rep also return 2-evu35 reloads with the instrument, unk lot/batch numbers.